Event description:
In this event it is reported that 30k cavitron thinsert insert gets hot and does not spray water like it should.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Investigation findings: no defect. Visually inspected and verified the insert is good, no fault found. Also insert was tested on a digital thermometer i.d.#: 6116 due date: 09/30/2023. The temperature was 83.3°, no fault found. The specification states are not exceed 118.4°f. (Per frs-9175 rev.9 on 4.1). Conclusion: no failure found. Returned qty.1 insert, 81551, 22174-00078254, 45, warranty. Test method / sop man.007-w02 rev.9. Inductance: gauge ID# 5349, due: 10/31/2022 result: 3.19. Meets spec does not meet spec n/a. Tip condition: meets spec does not meet spec n/a. Stack condition meets spec does not meet spec n/a. Tested on: g136 gage ID# 9626 due date: 03/31/23 set pressure: 35 psi. Water flow: output rate: 35 psi - meets spec does not meet spec n/a. Spray pattern: - meets spec does not meet spec n/a. Water leak: hp sealing ring proximal ring distal ring. Seam leak n/a. Vibration: - meets spec does not meet spec n/a. Grip condition: meets spec does not meet spec n/a. Other visual observation: visually inspected and verified the insert is good, no fault found. Also insert was tested on a digital thermometer i.d.#: 6116 due date: 09/30/2023. The temperature was 83.3°, no fault found. The specification states are not exceed 118.4°f. (Per frs-9175 rev.9 on 4.1). Alleged event: confirmed - not confirmed